Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the customer requested a replacement speaker assembly. It is unknown if the device could produce an audible sound. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and confirmed that there was no audio issue, a replacement speaker was requested as a precaution. The customer was provided a replacement speaker assembly. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.